Event description:
It was reported that during a laparoscopic roux-en-y procedure the staple line and donuts looked fine. The click was heard when attaching the anvil to the device. As they pulled the stapler out the anvil was missing, as it had come apart from the device. The anvil was in the newly formed anastomosis, in the pouch. They retrieved the anvil from the pouch. The procedure was completed with no patient consequence.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ecs25a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The anvil was attached on the device completely and without any difficulties and did not detach during functional testing. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent.